Event description:
The customer reported that the ventilator shutdown and exhibited a technical failure 300, 401, and 500 alarm. There was no patient involvement reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device log files were provided to technical support for evaluation. The device logs showed errors on the reported date that were consistent with a password screen prompt and may indicate a main board malfunction. The log files did not show any entries for tf300, tf401, or tf500 corresponding to the reported alarms. A field service engineer (fse) went to the customer site to replace the main board. After main board replacement, the device was run through full verification testing and passed with no issues. The fse also performed device calibrations successfully and confirmed the device is operating as designed and ready for clinical use.